Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The biomedical engineer reported that a patient had c3f8 gas injected during a procedure. The patient came back the next day for a postoperative visit and there was no gas in the eye. The patient developed a small inferior retina detachment with sub retinal fluid. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The biomedical engineer reported that a patient had c3f8 gas injected during a procedure. The patient came back the next day for a postoperative visit and there was no gas in the eye. The patient developed a small inferior retinal detachment with sub retinal fluid. The facility risk manager completed a questionnaire. The date of surgery was (B)(6), 2017. The outcome and prognosis of the event is unknown. The patient was not hospitalized. It unknown if there was unplanned medical or surgical intervention required. In the surgeon¿s opinion it is unknown if the device caused or contributed to the event. Additional information was requested with none received to date. The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The system was manufactured on july 15, 2015. Based on qa assessment, the product met specifications at the time of release. The company vision system has an auto gas fill option that is used to fill a syringe with a specified gas (either c3f8 or sf6). The c3f8 (red) and the sf6 (blue) gas bottles must be connected per the color coding scheme indicated in the operator¿s manual. The c3f8 and sf6 must be used with the red and blue connector respectively. The user is required to make the appropriate selection of gas before proceeding. The operator¿s manual states: ¿the gas mix ratio guide is a tool to assist the user in calculating the syringe volume adjustments required in order to achieve the desired mixture. Note: ¿adjusting the gas mix ratio guide does not automatically fill the syringe to the desired mixture. The user must manually move the plunger to make the gas volume adjustment in the syringe after detaching the syringe assembly from the console.¿ to achieve a specific gas/air mix ratio (after the system has purged then filled the syringe with 20cc of gas), use the gas mix ratio guide as follows: 1. Move the slider on the guide to the desired percent of gas mixture. The guide displays the syringe reading that the plunger must be moved to in order to achieve the displayed percentage of gas in the syringe (18% -> 10.8 cc in the auto gas fill popup). 2. For an 18% gas mixture, push the plunger from 20cc to 10.8cc. Then pull the plunger out to 60cc. The resulting mixture will be 18% of the selected gas. The c3f8 ophthalmic gas directions for use (dfu) include cautions regarding operative complications and postoperative complications that may potentially occur. The precautions note caution should be used in eyes with angle recession, pigment dispersion syndrome, significant anterior synechiae, traumatized eyes and eyes with significant vitreous hemorrhage obscuring an adequate view of the peripheral retina. The patient must receive a patient warning card and bracelet to advise any health care provider about possible loss of vision or blindness if nitrous oxide (n20) anesthesia is administered with a gas bubble present in the eye. The patient is cautioned not to travel by plane, through high elevations or over mountain ranges until the gas bubble has dissipated. Changes in elevation may cause iop to increase, which may cause loss of vision or blindness. The patient must maintain proper head positioning following eye surgery. Incorrect head positioning may cause the surgery to be unsuccessful, or may cause glaucoma, and/or may cause cataracts. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).